Event description:
In 2000, the facility's material's mgmt informed the MFR's sales rep of the following: the introducer appeared clogged upon pre-operative examination. No further details were provided.